Event description:
It was reported that the programmer seemed to power down and then power back on. It was recommended that a new battery and power supply be ordered. The programmer remains in use. No patient complications have been reported as a result of this event.